Manufacturer narrative:
The product was not returned. Product history records were reviewed, and documentation indicated the product met release criteria. No similar complaint and no nonconformance reported for the product lot or batch or serial under investigation. Associated products were not provided. It is unknown if qualified products were used. The company lens model is only qualified for use in the company cartridges. The product investigation could not identify a root cause for the reported complaint. The product was not returned. It is unknown if qualified associated products were used. The company lens model is only qualified for use in the company cartridges. The instructions for use (IFU) instructs company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the intraocular lens was cracked, and lens was removed during initial procedure. Additional information was requested

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).